Event description:
Healthcare professional reported that the valve was abandoned during implant due to a perivalvular leak secondary to acute aortic dissection that could not be corrected. It was replaced with another hancock mo and returned for analysis.